Manufacturer narrative:
An investigation has been initiated.

Event description:
A new catheter dressing was applied and the catheter was tested. Air bubbles were present when suctioning the venous branch. A crack was noted just below the suture wings. Patient was hospitalized, the split cath was removed and a femoral catheter was inserted. Patient is chronically dialyzed.

Manufacturer narrative:
Based on the investigation performed, where it was found the device was manufactured according to specification, and the fact that the device was in use for 2 years and 7 months with no issue, it was determined that the event was not caused by a manufacturing issue. The root cause of this issue cannot be determined.